Event description:
It was reported that did not recharge the ipg as recommended. As such, the ipg became inoperable. As a result surgical intervention was undertaken wherein the ipg was replaced. Effective therapy was established postoperatively.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.